Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other nc trek neo balloon dilatation catheter (bdc) is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 75% stenosed lesion in the right coronary artery (rca). A 2.5x15mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance from the anatomy for pre-dilatation, however the balloon ruptured on the first inflation to 12 atmospheres (atm). The bdc was removed with resistance from the anatomy. Subsequently, a 2.75x12mm nc trek neo bdc was advanced with resistance from the anatomy for pre-dilatation, however this balloon also ruptured on the first inflation to 12 atm. The bdc was removed with resistance from the anatomy and a non-abbott device was used to successfully complete the procedure. There was no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.